Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell use, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The hp disconnected from the hc and did not finish the therapy. The technical service representative (tsr) explained the meaning of the alarm and the possible causes. The hp was going to set up the hc for that night's therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.